Manufacturer narrative:
H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in kansas city, kansas. Legal lawsuit has been issued and no further information has been made available. Device history record (DHR) review of involved device serial number has been completed and did not identify any deviations or non-conformities relevant to the reported issue. The device involved and in use at the hospital at the time of surgery ((B)(6) 2019) was not equipped with vacuum and sealing kit since upgrade activity was performed on (B)(6) 2020. No further investigation is possible. Source of patient contamination remains unknown and a direct relationship between the reported adverse event and the device could not be established.

Event description:
Livanova received a report that a heater-cooler system 3t device was used during a cardiothoracic surgery performed on (B)(6) 2019 on the plaintiff patient that alleges a mycobacterium chimaera infection. Within the information provided it is stated that the patient suffered a serious injury.